Event description:
On (B) (6) 2008 an initial surgery to implant the icon system was performed. Approximately three weeks later it was noted one of the set screws had loosened. At this time a revision surgery has not been scheduled.

Manufacturer narrative:
Device was not returned to manufacturer; no evaluation could be performed.